Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 600 mg/dl, treated with manual injection. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm and able to complete rewind. The device will not be returned for analysis.